Event description:
The hcp reported that the pump was explanted 8 months after implant due to infection. The pump was returned to the MFR for analysis. A follow-up report will be sent when additional info becomes available to co.